Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) was consistently off by two. Exact date of occurrence is unk. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: according to the perfusionist (ccp), the k+ value drifted upward the entire case. The unit was gas calibrated prior to cpb and in the early minutes of cpb, an in-vivo calibration was completed. On the next in-vivo recalibration, the blood parameter monitor (bpm) k+ value will be about 2 mmol/l higher than the laboratory analyzer. The unit will be adjusted and slowly the k+ value will drift higher, in spite of no k+ additions to the pt and/or cpb circuit. On next lab sample and in-vivo recalibration, the bpm will again have a k+ value about 2mmol/l higher than the laboratory analyzer. This continues throughout the procedure. This has occurred on multiple occasions and the monitor or shunt sensor were not changed out during any specific procedure. With this recurring, according to the ccp, the values are known to be drifting and pt intervention is not performed based solely on the cdi values. The procedures were completed successfully, without delay and without associated blood loss. There was no harm observed or reported.